Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was received loaded within the device. A guidewire was returned within the subject device. The distal marker bands were advanced outside of the distal tip of the delivery catheter. The subject device was flushed and the subject stent was deployed. However, the resistance was noted when advancing the stent stabilizer. The resistance was encountered when removing the inner catheter due to deformation at the distal end. The guidewire was unable to be removed from the stabilizer. The delivery catheter was deformed towards the distal end. The as reported 'stent failed/unable to deploy', 'stent stabilizer/catheter friction' and 'stent delivery catheter friction' were confirmed. The analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the physician secured the subject stent and prepared for slow deployment. During this process, the physician found that the subject stent could not be deployed, the outer tube could not be retracted, and the inner tube could not be advanced. Consequently, the entire stent system was retrieved. Additional information received indicated that continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The size of the subject device was appropriate for treatment site, no resistance was encountered during delivery to the target lesion prior to deployment. The subject stent was returned for analysis partially deployed from the distal tip of the subject stent outer catheter (delivery catheter). The stent stabilizer experienced friction advancing to deploy the subject stent, the subject stent was then fully deployed and noted to be intact. The stabilizer and the delivery catheter were noted to have been deformed to the distal end and the guidewire was unable to be removed from the inner lumen of the stabilizer. It is probable that the delivery system was deformed during navigation through the patients anatomy causing the reported friction and failure to deploy the subject stent, it is probable that the subject stent was partially deployed from the delivery system during the deployment attempt. An assignable cause of procedural factors will be assigned to the reported and analyzed defects, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
During the analysis of the returned device, it was revealed that the subject stent was partially deployed during use. No clinical consequences reported to the patient.